Event description:
Per affiliate: the customer changed the reservoir and infusion set and went out for the evening. Shortly the customer became hypoglycemic. After self treating for the hypoglycemic condition, the customer opens the reservoir compartment and finds that the reservoir is placed in the short reservoir position with very little insulin remaining. The driver arms are positioned correctly. It was suspected a good amount of insulin was injected. Customer was treated for low bgs at the hosp where bgs were beginning to rise. However shortly after the bgs went low again. Treatment was again given. The next morning bgs were stabilized. The customer suspected that by mistake since the pump was worn behind their back and under a big winter jacket, the reservoir located with the luer connection between the reservoir and infusion set was manually pressed.